Event description:
It was reported that during a percutaneous coronary intervention, the catheter got stuck on the guide wire and shaft break occurred. The target lesion was located in the moderately tortuous artery below the knee. A 3mm x 20mm x 144cm coyote es mr balloon catheter was selected to treat the lesion. The balloon catheter got stuck on the wire prior to being inserted in the sheath. Upon removal of the device, the catheter broke at the guide wire exit port. The procedure was completed with a 3mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging. The portion of the device distal to the guidewire exit notch - including the distal shaft, balloon, markerbands and distal tip - was stuck on the guidewire. The tip was damaged. The proximal end of the balloon was bunched-up. The inner and outer shafts were buckled from the bi-component weld-9mm past the distal end of the proximal markerband. The outer shaft was necked down and stretched onto the inner shaft adjacent to the guidewire exit notch. The guidewire was protruding 123cm from the distal tip. There was a complete separation of the mid-shaft adjacent to the guidewire exit notch. The appearance of the fractured ends of the mid-shaft may be consistent with separation due to tensile overload. There was no evidence of any product quality deficiencies contributing to the confirmed damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the catheter got stuck on the guide wire and shaft break occurred. The target lesion was located in the moderately tortuous artery below the knee. A 3mm x 20mm x 144cm coyote&#10245;s mr balloon catheter was selected to treat the lesion. The balloon catheter got stuck on the wire prior to being inserted in the sheath. Upon removal of the device, the catheter broke at the guide wire exit port. The procedure was completed with a 3mm sterling balloon catheter. No patient complications were reported and the patients' status is good.